Manufacturer narrative:
Implanted date: only year valid. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported as per a litigation complaint that on an unknown date in 2013, the patient underwent a surgery due to cervical injury caused from an accident in the school. Allegedly, a cervical vertebra was surgically implanted. On an unknown date, post-op, the implant was found broken and loosened. No more information is available now.